Event description:
It was reported that prior to starting a da vinci si surgical procedure the grasping retractor instrument was not recognized. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was checked for recognition on an in-house system. The system successfully recognized instrument. The pogo pins did not stick and were not contaminated. Dcp verification of the instrument passed. Additional damage found were various deep scratch marks exhibiting light material removal and a rough surface finish on the distal end of the main tube. Engineering concluded the damage may have been due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. This the customer reported complaint does not itself constitute a MDR reportable event; however; the main tube abrasions , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.